Manufacturer narrative:
The device remains implanted and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain the patient¿s weight. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high, at a depth of approximately 1 mm within the annulus. After deployment, it appeared angiographically that the valve had migrated to a supra-annular position. An attempt was made to snare the valve with a 25mm gooseneck snare from a left radial artery approach. This attempt was unsuccessful, so an attempt was made from the left femoral artery. This attempt was successful and the valve was lifted into the ascending aorta. The snare was locked to secure the valve location while a second valve was advanced through the first valve and deployed valve-in-valve into the native valve. This deployment was successful and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.